Manufacturer narrative:
Complained product will not be not available.

Event description:
[Oral-b/power oral care refills] rotating part came out on mouth [device breakage]. Case narrative: consumer called stating that the brush head's rotating part came out in mouth. No injury was reported.